Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate readings or to determine if it could have contributed to the patient's hospitalization. Omnipod insulin management system ¿ user guide; model: ust400; 14421-aw rev h / 2016. Checking your blood glucose 7 / page 81. Advises: you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel. Alerts and alarms 10 / page 123. Warning: if you are having symptoms that are not consistent with your blood glucose test and you have followed all instructions described in this user guide, call your healthcare professional.

Event description:
The patient's son reported his father's blood glucose level as low (level not provided), was having trouble staying awake and incontinent; therefore, was taken to the hospital. At the hospital, the patient's blood glucose level reading exceeded 400 mg/dl (exact level not provided). The treatment provided to the patient unknown; but, managed. The customer stated the doctor's bg meter was reading 50 points different than the pdm (personal diabetes manager).

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria.